Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04622. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was and a 21mm watchman ® laa closure device & delivery system (wds) were used. During implantation of the device a pericardial effusion was observed. Pericardiocentesis was performed. The devices were removed and the procedure was not completed. The patient was stable.